Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged during catheter slitting. The lead was removed and a new lead was implanted but dislodged during the suturing process. A third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.